Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) code. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. Additionally, it was noted that the system impedance was elevated, but still in-range at 115 ohms. Ts recommended assessing the depth of the system placement within the tissue when the surgical replacement procedure occurs. At this time, the s-ICD remains implanted and in-service. No adverse patient effects reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) code. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. Additionally, it was noted that the system impedance was elevated, but still in-range at 115 ohms. Ts recommended assessing the depth of the system placement within the tissue when the surgical replacement procedure occurs. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.